Event description:
Same case as MDR ID# 2134265-2012-01447. It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. Patient presented with chest pain and non st elevation. Vascular access was obtained via the femoral artery. The 95% stenosed, de novo target lesion was located in the extremely tortuous obtuse marginal 2 (om). A 185cm pt2 guide wire was placed in the om and a 2.25mmx16 promus element plus stent was deployed in the om. Next a 2.25x20mm promus element plus stent was advanced over the pt2 guide wire to overlap with the 2.25x16mm promus element stent; however, the stent was unable to deliver due to the artery tortuosity. A 2.25 non bsc balloon catheter was advanced but was unable to cross the 2.25x16mm promus element plus stent and during the attempt the proximal edge of the 2.25x16mm promus element plus stent became deformed. The 2.25 non bsc balloon catheter was withdrawn but during the withdrawal the pt2 guide wire was inadvertently pulled out of the patient's anatomy. The physician noted a slow flow - no flow (timi I) thru the 2.25x16mm promus element plus stent. Another 185cm pt2 guide wire was advanced thru the 2.25x16mm promus element plus stent, however, the physician noted that the pt2 guide wire got caught between a strut of the 2.25x16mm promus element plus stent. During pull back of the pt2 guide wire, approximately 8-10mm of the pt2 tip detached and was "jailed" behind the 2.25x16mm promus element plus stent. Next, a non bsc guide wire was successfully advanced, and then a 2.25x8mm promus element plus stent was deployed at proximal edge of the 2.25x16mm promus element plus stent in an overlapping position. The non bsc guide wire was withdrawn, and the physician noted a slow flow, and that the vessel was most likely was closed off. The physician was ok with the state of the vessel, and believes with this vessel size the risk to the patient is minimal. The procedure was concluded. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).